Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient had revision of the femoral component due to loosening. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. Unknown, articular surface, unknown lot. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b4; b5; d1; d2; d4; d6; g1; g3; g6; h1; h2; d10: 00588000500, cemented tibial component, 65245292. 00598801010, straight stem extension combined, 65812993. 00599003610, femoral augment block, 64746772. 00588006014, size f articular surface with hinge post extension, 66141936. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, about 2 years later, the patient had revision due to loosening. The surgical technique was utilized; there was no surgical delay. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g4; g6; h1; h2; h3; h4; h6. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.